Manufacturer narrative:
A device history record review was completed for provided material number 300600 and lot number 221109. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. Upon evaluation of the retained samples, no defects could be identified. Based on the investigation results, we are unable to identify a cause related to the manufacturing process for this event. Breakage issues are very rare for this type of product and cannula component unless inappropriate use was involved; for example, if the needle was bent while injecting. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. See narrative below.

Event description:
Microlance 300600 25g x 16mm - needle broken off and lost in the muscle of the dog. Had to be surgically removed. The cannula breaks off during muscle injection without bending, i.e. Breaks into the steel and the cone is intact. The needle remains in the thigh muscle of the dog. It is reasonable to assume that the needle should bend or break in the plastic cone itself. There wasn't exactly any impressive violence involved - the dog was "normal-bubbly". The dog is scheduled for surgery to try to find the needle and remove it." Edit, the surgery is done and it was very tricky to get the needle out. Event occurred during use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿ stainless steel needles the needle broke. The following information was provided by the initial reporter: microlance 300600 25g x 16mm - needle broke off and lost in the muscle of the dog. Had to be surgically removed. The cannula breaks off during muscle injection without bending, i.e. Breaks into the steel and the cone is intact. The needle remains in the thigh muscle of the dog. The dog is scheduled for surgery to try to find the needle and remove it." Edit, the surgery is done and it was very tricky to get the needle out.